Event description:
An allegiance adult resuscitator failed during a code. The duck bill valve fused shut so that very little air could be forced past the valve. Pt was not ventilated for a brief period of time while a replacement resuscitator was located. The MFR was notified and has requested that this item be returned for inspection. Rptr is awaiting shipping instructions.